Event description:
End user is stating that when she is driving up her driveway which is part concrete and part gravel, when not on the gravel part, she hit a big bump and all the lights on the joystick starting flashing.